Event description:
"Zuma instrument got broken. Device bent during surgery. Surgery was completed using a drill." Additional information was received from the customer which noted: "the tool was bent while inserting it across the cage into the vertebral body. The tool is very soft. The surgery was completed with a drill; the patient is alive and there was no negative impact on the patient luckily. However, the consequences might have been fatal."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.